Event description:
It was reported that a user experienced dexcom g7 continuous glucose sensor signal loss to the ilet, while readings continued on the phone, after a shower and several hours disconnected; the user-entered pairing code and a device restart allowed reconnection, and the agent guided entry of blood glucose for bg run mode with the highest reported blood glucose of 358 mg/dl. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no hospitalization, and no reported harm. Investigation included customer interview, device use review, troubleshooting guidance, and assessment of connectivity and pairing steps. Investigation of this case revealed that communication between the sensor and the ilet was interrupted, with successful restoration following pairing and restart procedures, and no device malfunction was confirmed. It was concluded that the event was consistent with transient communication disruption between the dexcom g7 and the ilet without injury or product failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.